Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b6 to report device evaluation results. Updated g1-g2 for follow-up report submitte and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes.

Event description:
Per complaint (B)(4), the attachment which is used for both insertion and removal is lodged/struck in the head of torque wrench.